Manufacturer narrative:
The patient was born in 1958. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported to be due to poor environment or source of water. On the same day as the onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for peritonitis. Thirteen days after event onset, antibiotic treatment was discontinued, pd therapy was stopped and the patient was transferred to hemodialysis. The patient was not recovered from the peritonitis event. No additional information is available.